Event description:
During testing at the manufacturer, it was observed that non-sterile oil was leaking near the connector end of the pneumatic hose of the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During device investigation a leak in the pneumatic hose of the device was confirmed.